Manufacturer narrative:
Qn#(B)(4). Additional information indicates that a patient death occurred however, the details and the device(s) involved are unknown. The device history review for the product horizon ti med 6/cart 180/box lot# 73k2200720 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: multiple cardiac post-op bleeds as a result of ligating clips coming off arterial branches. The patient's condition is unknown.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: multiple cardiac post-op bleeds as a result of ligating clips coming off arterial branches. The patient's condition is unknown.